Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the internal retainer ring was missing and that the reservoir was not completely tight. Customer stated that his blood glucose readings were rising, and his current reading was 12 mmol/l. The customer was sent a continuation of therapy insulin pump and was supposed to send the insulin pump back for analysis, however the device was not returned.